Event description:
The customer reported that the system would display a filament error message. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep calibrated the filament and verified the power supplies and greased the candlesticks. The system was tested and found to be working as intended and put back in service.